Event description:
A customer reports electric shock from their abbott diabetes care device. No further details were provided. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. No further details were provided. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. The sensor plug was properly seated and no burn marks were observed upon visual inspection of the sensor. The returned sensor was further investigated and de-cased. Visual inspection was performed on pcba (printed circuit board assembly) and burn marks were not observed on pcba. Upon receipt of de-cased returned sensor, a visual inspection was performed on the sensor and its printed circuit board assembly (pcba). No burnt mark, no contamination, no component damage or external damage to the puck were observed. DHR (device history review) was reviewed and there was no indication that the product did not meet specification and no anomalies were identified. Further investigation was performed and initial scan was reviewed and observed sensor state 5 with normal expiration at 14 days and that sensor terminated without any error, the customer successfully obtained readings for 14 days. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating that the electronics were functioning properly. The passing of accuracy testing is an indication that there were no issues with sensor functionality and electronics, and that the puck was working as intended without any abnormalities. The returned battery was intact with no damage and the voltage was measured which was within the specification range. The battery could not generate the amount of power that was needed to produce an electric shock. The puck¿s battery voltage was insufficient to produce an electric shock. The combination of in process quality checks and the fact that the sensor was used successfully for 14 days means that there was no issue with the sensor. There is no evidence of a product malfunction, therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.